Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported high readings issue with the 4 day use of his adc freestyle libre sensor. On (B)(6) 2018, the customer received a sensor scan result of 249 mg/dl at 12:50 am and 214 mg/dl at 1:13 am. At 7:00 am, the customer noticed the message "hi" on the display of the sensor and he self-administered 7 units of insulin. At 9:50 am, the customer "started to sound a lot" and did not respond when his wife tried to wake him. It was reported that a new reading on the sensor measured 265 mg/dl compared to readings of 30 mg/dl on another adc meter, and 26 mg/dl on an unspecified meter. The customer experienced symptoms described as sweat, "coma" and "mental confusion" and experienced a loss of consciousness. The customer was treated with "(B)(6), bonbon, coffee with hot sugar" and received medical care from his building. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore, no further investigation into the reader will be required. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported high readings issue with the 4 day use of his adc freestyle libre sensor. On (B)(6) 2018 the customer received a sensor scan result of 249 mg/dl at 12:50 am and 214 mg/dl at 1:13 am. At 7:00 am, the customer noticed the message "hi" on the display of the sensor and he self-administered 7 units of insulin. At 9:50 am, the customer "started to sound a lot" and did not respond when his wife tried to wake him. It was reported that a new reading on the sensor measured 265 mg/dl compared to readings of 30 mg/dl on another adc meter, and 26 mg/dl on an unspecified meter. The customer experienced symptoms described as sweat, "coma" and "mental confusion" and experienced a loss of consciousness. The customer was treated with "coca-cola, bonbon, coffee with hot sugar" and received medical care from his building.there was no report of death or permanent impairment associated with this event.